Manufacturer narrative:
Evaluation: investigation still in progress - trying to obtain films and additional information.

Event description:
A male went in 2009, for knee surgery. During removal of the filter the following month, it was determined that one of the secondary struts had broken off at the apex of the right atrium. Patient outcome is unknown as not provided by reporter.